Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was a substance stuck on the lens. He was able to remove it using a light setting with a yag laser. Additional information was requested.